Manufacturer narrative:
Additional: the explant date has since been provided and section d has been updated. This report is submitted on may 30, 2019.

Manufacturer narrative:
This report is submitted on april 9, 2019.

Event description:
Per the surgeon, the patient experienced poor performance with device use and subsequently the device was explanted (date not reported) due to improper placement of the electrode array. The patient was not reimplanted with a new device due to medical problems.